Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002849, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6002849 was manufactured according to the work instruction (wi) version 25 and manufactured in the line I-port on 21-aug-2023, with a total of (B)(4) units. An extended for broken sleeve was performed for the outgoing test 6(g). Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, therefore, no nc raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: russian federation.

Event description:
Reference number (B)(4). Event occurred in russian federation. On (B)(6) 2025, patient experienced infusion set leakage issue. The leakage was detected at the top of septum. The issue was resolved by changing infusion set. No further information available.